Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation. This report is being submitted as the result of a retrospective review conducted in CAPA (B)(4).

Event description:
It was reported that during incoming inspection process, the string for the doppler in the cardiosave intra-aortic balloon pump (iabp) was flaked. There was no patient involvement.

Event description:
N/a.

Manufacturer narrative:
A getinge field service engineer evaluated replaced tether assembly on unit. Unit passed all functional and safety tests per factory specifications, returned to customer and cleared for clinical use. It is unknown of patient involvement. Inspection of the tether assembly was completed with damage observed to the tether string. The nrc verified the failure of the broken tether string. Retaining the tether in the nrc per procedure number . The non-conformances with the returned components were confirmed. However, the root cause or the most probable root cause is impossible to be defined.